Event description:
It has been reported to philips that the allura system's geometry reset in the middle of a case. No patient or user harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event. The customer was performing coronary diagnosis procedure, and the procedure was completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log file shows geometry network connection lost, negative position limit reached and ad7 long position error. Upon troubleshooting, fse recalibrated the table longitude movement and recommended part to 3rd party service. However the issue reoccurred replaced the long pot meter, recalibrated long position and provided the part number for pan handle to the customer. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.